Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc. The patient was also injected in the glabella and forehead with botox®. The patient experienced ¿nodules, a pancreatitis flare-up (not device related), and swollen face¿ two weeks later and was treated with steroids and antibiotics. The patient was then treated by a plastic surgeon with kenalog and more antibiotics. After the steroids tampered, patient experienced ¿flare ups." After intense treated of 2 rounds of kenalog, po steroids, and antibiotics, the event resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "pancreatitis," deemed not related to the device is considered an unexpected adverse drug experience.